Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06009. It was reported that the device sterility was compromised. A 8/26 percuflex¿ nephroureteral stent and a flexima¿ were selected for use. It was noted that the packages of both devices were ripped and the sterility compromised. No patient involvement was reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06009. It was further reported that the inner pouch of the device was ripped; therefore, exposing the sterile product.